Event description:
It was reported to medtronic minimed that the customer experienced multiple insert battery alerts, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and replace battery now alerts. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for battery failed alarm and replace battery now alarm. Troubleshooting was performed for pump error 43 and the customer was able to successfully clear the alarm and complete rewind. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the active current measurement, sleep current measurement test, displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. No failed battery test noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No alerts/alarms/anomalies noted during testing. Pump error 43 occurred on 04/16/2025 18:54:11.000 in history files. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube) and label damage (stained). Failed battery test was not confirmed. Pump error 43 was confirmed, isolated to electronic stack. Unexpected battery power loss was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.